Event description:
During femoral catheterization procedure, angioseal failed during deployment by physician. Manual pressure was applied to the groin followed by placement of a femstop device. Pedal and tibial pulses were present at the time the device was placed at 1534. Upon arrival to the cath lab holding area at 1600, the pulses were absent and no blood flow was seen to the groin. The pt was taken back to the cath lab and a vascular ultrasound of the groin was performed demonstrating complete blockage of the femoral artery. A peripheral stent was placed and blood flow to the artery restored with pulses again between palpated. Event abated after use stopped or dose reduced: yes.